Event description:
It was reported that removal difficulty occurred. The target lesion was located in a tortuous coronary artery. A guidezilla ii was in place through the guide catheter and separately, a 3.50 x 32mm synergy xd drug-eluting stent and a 3.00 x 24mm synergy xd drug-eluting stent were advanced for treatment, but they would not cross the lesion. Upon attempt to remove the stents, they both became caught on the guidezilla helical collar. Each stent was simply removed from the patient, but when they were out of the guide catheter, they were not fully intact or fully crimped on to the balloon and could not be used. The procedure was completed with a non-bsc device. There were no patient complications reported.